Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting no capture despite maximum device outputs in bipolar and unipolar configurations. All other lead measurements were stable. A lead x-ray confirmed the lead had not dislodged. However, an echocardiogram displayed some evidence of a microperforation but no evidence of effusion. The device was reprogrammed to aair. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that fluoroscopy appears to show a chronically perforation in the pericardial space which most likely resulted in the elevated threshold measurements. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.